Manufacturer narrative:
The reported event was loss of capture and lead dislodgement. As received, a partial lead was returned in one piece. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. The full measured s-curve hump height was within specification.

Event description:
New information notes that the patient's left ventricular lead was explanted and replaced on (B)(6) 2022 to address the lead dislodgement. The patient was stable throughout.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2021 for a follow up after recently undergoing a pacemaker upgrade. Upon interrogation, it was noted that the left ventricular lead was experiencing failure to capture. It was discovered that the left ventricular lead had become dislodged. The device was reprogrammed. No further intervention was reported. The patient was stable throughout.